Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-69406.

Event description:
The customer reported via phone call that she inserted the battery into her old insulin pump and received an external ram crc error alarm. Her other insulin pump was being replaced due to motor error and no delivery alarms. The alarm did not occur during prime. Customer declined troubleshooting. Blood glucose value was 326 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan until replacement arrives. This insulin pump was not replaced or returned for analysis.